Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips were used and they tested positive. Estimated blood loss was 250ccs. Pt did not require any med intervention. Sample is not available.